Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The day after the peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (1 gm, stat, intraperitoneal, one dose), injection ceftazidime (1 gm, stat, intraperitoneal, one dose) and tablet fluconazole (150 mg, once daily, oral, ongoing). The next day, the patient was started on vancomycin (1gm, every 72 hours, intraperitoneal, ongoing) and ceftazidime (1 gm, once daily, intraperitoneal, ongoing) for peritonitis. The patient was discharged five (5) days after hospital admission. On an unknown date, the patient was recovered from the peritonitis. Pd therapy was ongoing. It was reported that retraining was done for the patient as a precautionary measure only. No additional information was available.